Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, battery compartment cracks were found extending from below the grip pad towards the base seal and at the case seal to the left of the grip pad. The bolus button cover was damaged while the button was responsive. No other defects were found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at a couple of places. This report is made based on the results of investigation completed on (B)(6) 2015.